Manufacturer narrative:
Serial number, lot number, expiration date, corrected data: previously submitted MDR indicated these fields for the incorrect generator at the time of death. Implant date, corrected data: previously submitted MDR indicated the implant date for the incorrect generator at the time of death. Manufacture date, corrected data: previously submitted MDR indicated the manufacture date for the incorrect generator at the time of death. This report is being submitted to correct the aforementioned data.

Manufacturer narrative:
Programming history review

Event description:
On (B)(6) 2013, a physician reported that this vns patient died earlier in the week. The cause of death was suspected to be sudep as the death was sudden. A death follow-up form was received indicating that the patient's etiology was encephalitic illness and learning disabilities. There were no concurrent illnesses or diseases other than epilepsy. The patient's seizures response to vns therapy was no change. It is unknown if the patient was received therapy at the time of death. The cause of death was unknown. The patient had a history of nocturnal seizures, but a history of febrile seizures is unknown. The patient was known to have secondary generalized and complex partial seizures. The patient had not ever undergone resective epilepsy surgery. The patient did not have a history of drug abuse, alcohol abuse, cardiac problems, or respiratory problems. The patient was compliant with aeds. The explanted devices have not been returned to date. Requests for additional programming history have not been provided to date. A review of available programming history showed that the patient diagnostics on (B)(6) 2012 were within normal limits. The device was at an ifi condition at this time.

Event description:
Additional information was received indicating that the patient underwent generator revision on (B)(6) 2012. Follow-up with the patient's most recent physician confirmed that the patient's death was sudep. Attempts for product return have been unsuccessful. Programming history for the resident generator at the time of death shows that the patient's device was programmed on at the time of implant. A system diagnostic was within normal limits.